Manufacturer narrative:
Continuation of d10: product ID: 97810, lot#: unknown, product type: implantable neurostimulator. Product ID: 97810, lot#: unknown, product type: implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Citation: malde, s., lavin, v., perrouin-verbe, m., et al. (2025). Clinical performance and safety for the rechargeable interstim micro system in non-obstructive urinary retention subjects: 6-month results from the global post-market elite study. Female urology. 0 090-4295. Https://doi.org/10.1016/j.urology.2025.03.057 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding [study title or objective]. The following medtronic devices were used: clinical performance and safety for the rechargeable interstim micro system in non-obstructive urinary retention subjects: 6-month results from the global post-market elite study. Among patients adverse events / device product performance issues included: 1. One patient had an infection and the system was explant. Issue resolved. 2. Three patients had revisions associated to pain at the neurostimulator site. 3. One patient had a revision due to difficulty recharging. No further information was provided pertaining to medtronic products.